Event description:
It was reported that a pt underwent an obturator sling procedure on (B)(6) 2010. During the procedure, during removal of the plastic sheath on the right side of the pt, the sheath tore leaving a piece still around the tape visible around the urethra. The surgeon then had to cut the plastic sheath to remove it and no pieces were left in the pt. The surgeon opines that one of the instruments she was using held the plastic sheath down near the urethra and as she was pulling the sheath out, it caught and it tore. The surgeon was able to place the mesh tape without any problems and did not have to use another device. There was no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.